Manufacturer narrative:
A power supply and power management board were returned for analysis. A visual inspection of the returned components was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was a failure of the 35v regulator ic u135. The customer complaint was verified.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the power management board and power supply to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The device was not being used for treatment when the reported event occurred.

Event description:
35 volt power failure.